Event description:
A surgeon reported to a company sales representative that there was a kink in the cassette's tubing on the junction with the handpiece. Additional information was received indicating that the kink was noted during the irrigation/aspiration step of the procedure. The surgeon was able to complete the procedure with no difficulties. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).